Manufacturer narrative:
(B)(4). This report was filed by the MFR.

Event description:
Customer reported that a fentanyl infusion ended sooner than expected. The intended rate was 10 mcg/ml or 1 ml/hr per their standard concentration. The nurse noted the infusion rate was 100 mcg/hr or 10 ml/hr. No pt harm reported and no medical intervention required. Customer requested assistance interpreting the device event logs. No other event details available. The pcu and associated module event logs were requested. No event logs or devices were returned because the customer declined an investigation of the event. A f/u report will be filed if event logs or devices are received in the future.